Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot was provided for a device history record review.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it has not been yet received; investigation is pending. A review of the device history record is pending.

Event description:
The complaint/event occurred on an unspecified date and involved a 7.5" (19 cm) appx 2.2 ml, smallbore hexafuse ext set w/5 clave¿, 5 check valves 6 clamps (green, yellow, white, red, blue, light green), luer lock that reportedly leaked an unspecified fluid/infusate. The facility will no longer use this device because of the leakage issue. The total affected product amount was 4 cases and they have requested credit. There was no report of any human harm.